Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) is not switching on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that were no voltages on the power supply. The fse replaced the motor control pcb (0671-00-0004). The unit was then switching on with display. The fse performed all pneumatic tests. The unit was working properly and was handed over to the user for clinical use.

Event description:
N/a.